Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit will not pump.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and could not duplicated issue. When fse was arrived on site unit was working fine. Cardiosave iabp completed full, calibration, safety, and functionality checks completed per the service manual and passed to factory specifications. Device returned for customer use.